Event description:
On 10/21/96 upon removal of the drain a portion of approx. 8cm fractured off and remained in the pt's wound. Pt was taken to surgery for the removal of the frractured drain portion.